Event description:
It was reported to boston scientific corporation on august 30, 2007 that a resolution clip was used during a gastroscopy procedure performed on a patient six days prior (patient sex, age and weight unknown.) According to the complainant, during the procedure, the clip was advanced down the working channel into the patients stomach. The clip was attached to the tissue, the handle was depressed to deploy, but the clip would not deploy. The clip was "pulled off the tissue using gentle pressure" and removed from the scope. The procedure was completed with another of the same device. There were no adverse effects on the patient as a result of the event and the patient's condition after the procedure was reported as "stable."

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture date could not be determined. Upon investigation, it was noticed that the clip assembly was not deployed and located outside the over sheath approximately 0.25" from the distal end. The clip assembly was jammed onto the bushing; however by moving the slider distally, it was possible to detach the clip assembly from the bushing. The control wire was separated per design. Investigation of the clip assembly revealed that the clips were not locked in the capsule and the tension breaker was present undeformed and still attached to the yoke. The clip assembly may have separated from the bushing, but was still attached to the control wire. If the end-user then tried to deploy the device, it is possible for the clip assembly to become jammed onto the bushing and for the control wire to then be separated without locking the clips in the capsule or having the yoke separate from the tension breaker. The cause of the reported complaint is undetermined.